Manufacturer narrative:
Customer report was not confirmed. There were no visible inconsistencies observed on the eeprom data. Thermistor and thermal filament circuit were continuous. There were no error message observed on the quality laboratory vigilance I and ii monitors. Thermistor measured temperature 37.2 c degree in 37.0 c degree water bath. All through lumens were patent without leakage. Balloon inflated clear, concentric and remained inflated for more than 5 minutes. No visible damage to catheter body. No visible inconsistencies were noted inside both thermistor and thermal filament connectors.

Event description:
It was reported that: "pt was at home, upon standing pt felt his hip pop and began to experience pain." Pt was revised.

Event description:
It was reported that the catheter and the vigilance ii monitor were sent together to the technical service department for testing. The described reported event is as follows: the initial measured values were ok. Shortly after finishing the extracorporal circuit, the first values were also fine, but then in the following sequel the displayed values ( 13:26 cco 3.5l/min; 13:41 cco 2.7l/min.) Showed a deterioration of the blood circuit which were not conform to the observations of the clinicians. Therefore an ico with a philips intellivue monitor was done. It showed an ico of 7.5/min. A few minutes later, again the cco with the vigilance ii monitor was done and found a cco of 3.5 - 3.7l/min. During the check of the minotor in our repair center, the catheter was connected to the vigilance ii monitor and showed no abnormalities. Blood temperature and the thermal filament of the catheter were not shown as defect on the monitor. There was no error message observed. . The vigilance ii monitor , (B) (4), was checked by out technical service repair center in (B) (4) . The described event could not be reproduced, no failure was found. The clock of the vigilance ii monitor was 1 hour earlier. But according to the downloaded error logs, there were several alarms during the time when the event happened. The monitor was tested in (B) (4).

Manufacturer narrative:
The monitor was evaluated by technical service center in (B) (4) (B) (4). The product evaluation performed by technical service (B) (4) was not able to confirm this issue. The field service engineer checked the monitor with cable and catheter sent in but was not able to reproduce any fault. Concluding functional checks as well as a burn-in procedure, electrical safety test and fatu test succeeded without any further faults.